Manufacturer narrative:
Gtin for model 2426-0500 lot 16127918 is (B)(4). The customer¿s report of a bulge in the silicone segment was confirmed. Visual inspection of the set showed a slight bulge on the silicone segment directly below the upper fitment, with the bulged area being more pliable than the rest of the silicone segment. Functional testing was performed; there was no observation of bulging from anywhere on the silicone segment. The root cause of a bulge in the silicone segment was not identified.

Event description:
The customer reported that the nurse was attempting to flush the IV set for an IV push in the distal smartsite. During the flush the tubing developed a bubble and "dislodged from the channel and opened the door." There was difficulty in closing the door after it had "flown open." There was no report of any harm.